Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - patient underwent surgery to repair an incarcerated umbilical hernia. A medium ventralex patch was used to repair the hernia. It has been alleged that the ventralex patch caused the aggravation of previously existing condition. Attorney alleges permanent injury, "pain and suffering", disability, disfigurement, additional medical treatment, additional surgery, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and if available to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.